Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that a mega suturecut needle driver had broken cables. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: event was confirmed to have occurred during the last surgical procedure. There were no signs of motion issues related to instruments broken cable. There was no missing or detached material, therefore no fragments were missing nor fell inside patient. There was no injury reported and a backup instrument was used. Patient demographics were obtained.